Event description:
Unomedical reference number (B)(4). Event occurred in the spain. On (B)(6) 2024, it was reported by the patient that four infusions set fell off due to tape not sticking. The infusion set was in use for few hours. No further information was available.

Manufacturer narrative:
MDR (B)(4) - device 2 of 4. Patient country: spain.